Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/11/2013 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no anomalies. Functional testing of the returned platform was performed and user advisory 7 (discrepancy between load 1 and load 2 too large) was noted during initial testing. Further testing revealed a load cell single point to be at fault, causing the ua7 to occur. A root cause of the load cell failure could not be determined. A review of the platform archive revealed multiple ua 7 faults had occurred while the platform was in the field. In summary, the reported complaint that the platform displayed ua 7 during shift check was confirmed based on the functional testing.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and 2 too large) message. No patient involvement was reported. Additional information provided by the customer on 08/30/2013: the error message could not be cleared. No further information was provided.